Manufacturer narrative:
Based on the DHR review, there is an outgoing inspection to inspect for product damaged during the in-process inspection, no catheter tubing defect qn being raise for the assembly needle (an) batch used to produce this complaint batch. No photo was received. No sample was received. If there was a sample received, the defective catheter can be investigated to determine its cause. The complaint will be re-open when there is a sample received. The complaint trend will be monitored.

Event description:
Described problem: have received that the arterial cannulas we are ordering sku 682245is that the plastic in the artery is of poor quality, it breaks very often & stops working.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd arterial cannula 20g/45mm catheter defective / damaged described problem: have received that the arterial cannulas we are ordering sku 682245 is that the plastic in the artery is of poor quality, it breaks very often & stops working.